Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205220 61682635 shell porous with multi holes 52 mm; 00630505036 61813278 liner standard 3.5 mm offset 36 mm; i.d. For use with 50/52/54 mm o.d. Shells; 00625006525 61770046 bone scr 6.5x25 self-tap; 00625006515 61715983 bone screw self-tapping 6.5 mm dia. 15 mm length unk stem. 00801803603 61782358 femoral head sterile product do not resterilize 12/14 taper. Reported event was confirmed by review of medical records received. Revision operative notes demonstrated that the patient was revised on the left side due to pain, popping, heterotopic ossification of the greater trochanter, liner wear, and cup loosening. There was a lot of fretting. Synovial tissue hypertrophy was completely eroded and black, and was from the wear of liner. Super lateral portion of the liner was fractured and displaced. Superior part of the cup has no bone ingrowth. The cup was well fixed at the end to inferior aspect of the acetabulum. Three screws were removed. New cup, liner and head were implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01109, 0002648920-2019-00188, 0002648920-2019-00186, 0002648920-2019-00187, 0001822565-2019-03518.

Event description:
It was reported that a patient was revised approximately 4 years post operatively with findings of heterotopic ossification, bearing wear and fracture, with prosthetic loosening of the acetabular cup. Attempts have been made and no further information has been provided. No additional patient consequences were reported.